Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced essential tremor with hand shaking, especially on the right side, and spasmatic dystonia with speaking very slowly and moving very slowly. During troubleshooting, an agent guided the patient through initiating a recharging session and identified that therapy was turned off, then guided the patient through connecting to the implantable neurostimulator and turning therapy back on. The patient then connected successfully, observed the implantable neurostimulator battery at 50%, and continued charging. The patient initially expressed concern that leaving the recharger on the dock overnight corresponded with only 50% charged, however, the agent explained that was regarding the implantable neurostimulator battery and not the recharger. There was no further allegation regarding function of the recharger.